Manufacturer narrative:
The investigation did not identify a product problem. A review of the instrument alarm trace revealed that there was a sample short alarm noted on the date of the event near the time the sample was processed. This is an indication of possible poor sample quality. The same sample received the same result when run at the core lab. The customer confirmed that the patient's result was correct and the cause of the event was most likely caused by the patient's medication. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the cobas e411 analyzer is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results for 1 patient sample on a cobas e 411 analyzer. On (B)(6) 2024, the alleged sample initially generated a result of >3000 pg/ml. The sample was repeated at 1:10 dilution and generated a result of 18,478 pg/ml. This result was released which was questioned by the doctor. The sample was repeated again at 1:10 dilution and a result of 17,559 pg/ml was obtained. The doctor requested that the sample tube be sent to a core lab for additional testing (details unknown) and a result of 1,449 pg/ml was obtained. The core lab also ran the same tube that generated the 18,478 pg/ml result and obtained a value of 16,010 pg/ml. As these results matched, the doctor and the lab agreed that the issue is likely sample or tube related. On (B)(6) 2024, a new sample was taken from the same patient and the result was 1,547 pg/ml. This sample was rerun 3 times and generated results of 1,601 pg/ml,1,393 pg/ml, and 1,415 pg/ml.